Event description:
Affiliate reported that the pt experienced under and over drainage. It was also reported that the pt's valve spontaneously adjusted. Since the pt's condition did not change, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.